Manufacturer narrative:
This follow-up report is being filed to correct information. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-08051 & 2015-00701 / 00703).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative, infection, and allergic reaction.¿

Event description:
It was reported that the patient underwent left partial knee arthroplasty on (B)(6) 2014. Subsequently, a revision procedure was performed on (B)(6) 2014 due to infection. During the revision, the patient underwent irrigation and debridement, and the polyethylene bearing was removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 1 of 4 MDR's filed for the same patient (reference 1825034-2014-08051 & 2015-00701 / 00703).

Event description:
It was reported that the patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent an irrigation and debridement procedure on (B)(6) 2014 due to infection. The tibial bearing was removed and replaced. Patient underwent a further revision procedure on (B)(6) 2015 due to infection. All components were removed and replaced with a total knee system.